Event description:
Reportedly, during surgery the silicon plug of tip of device melted and disengaged into the pt cavity. It was retrieved and no residue was left in pt cavity. Another shears was used to complete the procedure.